Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: was the product code of the circular stapler ecs33 or ecs33a? Ecs33a. What healthcare professional fired the device and what is his/her experience with the device? Surgeon fired device. Four-5 times a year. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. Both complete one tore upon removal. Was a complete washer transection confirmed? Cannot recall. Were any difficulties experienced with the device intraoperatively? None. When was the amnio fix introduced; during the initial or a secondary procedure? Initial. Does surgeon routinely place amnio fix at the anastomotic site or was this done due to issues with the device? Trial that was planned. Was not done because of issue. Why does the surgeon believe the abscess is related to the circular stapler performance? The abscess location is unusual to be related to a leak however there is air tracking that could suggest it was from the anastomosis. There are many variables that could have contributed to the abscess. How was the abscess treated? Precautious drainage and antibiotics and bowel rest what is the current status of the patient? Improving.

Event description:
It was reported that ten days post-operative after a robotic laparoscopic sigmoid colectomy the patient presented with an abscess. Initially the surgeon over sewed the anastomosis and applied amnio fix to complete the procedure with no patient consequences. The patient is in for observation at this time. No additional procedure has been performed. The patient has a bmi of 40.